Event description:
It was reported that during removal of the catheter, the inner coil unravelled and a piece of the wire remained in the pt. There are no plans to remove the small piece of wire. There were no add'l pt complications.